Manufacturer narrative:
This report is submitted on january 11, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. The patient was treated with steroid injections, antibiotics (type not reported) and a skin debridement was performed; however the issue could not be resolved. Subsequently, the abutment was removed on (B)(6) 2018. There are plans to place another abutment; however it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018. This report is submitted on february 07, 2019.